Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the pain stimulator worked but due to spinal column constriction (severe arthritis) the ¿addition of the wire caused loss of brain signal to the legs. The stimulator took away low back pain, but at the same time the patient lost the ability to walk.¿ according to the consumer "due to another health issue, no further action was taken as the patient died before the stimulator could be removed.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the pain stimulator was not working fine. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the trial was performed and provided 65% to the patient¿s lumbar radicular and lower back pain (lbp) symptoms, so the patient was referred to get the permanent implant. An updated MRI was performed on (B)(6) 2018 and showed a new l2/3 herniated nucleus pulposus (hnp), so neurosurgery was consulted during the patient¿s hospital stay.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the patient developed bowel obstruction in august 2018 and had further complications, resulting in their death. It was unknown when the loss of brain signal to their legs occurred and it was unknown what caused it.